Event description:
Female presented 05/22/06 with 2 week history of irritated right eye. Soft contact lens wear which she stopped at onset. Use of renu with moisture loc for her lenses and a trip to another country from which she had returned about the time of symptom onset. A corneal ulcer was noted, treatment initiated with vigamox. On 05/23 cultures were taken (currently negative). On 05/24 due to increased size of infiltrate, natacyn added. 05/26 corneal specialist evaluated with repeat scraping for culture with continuence of current regimen. 06/02 growth in broth from last set of culutres reported as growing fusarium species.